Event description:
During a cholecystectomy the clip applier jammed over, the cystic duct and was close to the common bile duct. The surgeon had to procedurally remove the clip applier without doing damage to the common bile duct. This did not result in permanent injury.

Manufacturer narrative:
The device was manufactured in 2007, the incident occurred in 2014, the device is beyond its useful life.